Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). A batch record review indicates no discrepancies. Pm logs have been checked and all pms were completed with no discrepancies. Affected amount: 1pc. Aquacel ag extra 10x10cm was manufactured under lot number 0g00152. Lot # 0g00152 was sterilized under lot 1245739311 and released on review of results of sterilization provided by sterilization company steris. All results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 ver. 44.0 for doyen 4. No nonconformity was registered during the manufacturing process of lot 0g00152. Two complaints have been received for the affected lot for the same complaint issue. No photograph was received however samples from the distribution center were received and were tested. An investigation was raised for this complaint issue. The root cause was found to be absence of chloride (cl-) ions in the dressings. The efficacy of the dressings however is not affected. No further action is required and this complaint will be closed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site1000317571.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was brown staining on the product and the product was replaced. The affected product was not used on patient. A photograph depicting the issue was received from the complainant.